Event description:
It was reported that the there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) was initially used. The closure device was deployed, but did not meet release criteria. Therefore, it was fully recaptured and replaced with a 31mm wds. The closure device was deployed into the laa and then the physician began to check the release criteria. After all release criteria was met the closure device was released from the core wire and successfully implanted in the laa. While performing a final check on the device position and laa the physician discovered a large posterior pericardial effusion that was present. At the same time it was noted that the patient had a drop in their blood pressure. The physician performed a pericardiocentesis and drained 745cc of fluid from the pericardium. 615cc was given back to the patient. The decision was then made to bring the patient to the operating room to remove the closure device and clip the laa. The surgery was successful with treating the pericardial effusion, removing the closure device from the patient and clipping the laa. The patient made a full recovery from these events and has since been discharged from the hospital doing fine.

Manufacturer narrative:
A1: patient identifier updated e1: initial reporter address and zip updated g1: MFR. Contact first name, last name, phone and email updated h6: patient code updated to add cardiac tamponade h6: evaluation code updated.

Event description:
It was reported that the there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) was initially used. The closure device was deployed, but did not meet release criteria. Therefore, it was fully recaptured and replaced with a 31mm wds. The closure device was deployed into the laa and then the physician began to check the release criteria. After all release criteria was met the closure device was released from the core wire and successfully implanted in the laa. While performing a final check on the device position and laa the physician discovered a large posterior pericardial effusion that was present. At the same time it was noted that the patient had a drop in their blood pressure. The physician performed a pericardiocentesis and drained 745cc of fluid from the pericardium. 615cc was given back to the patient. The decision was then made to bring the patient to the operating room to remove the closure device and clip the laa. The surgery was successful with treating the pericardial effusion, removing the closure device from the patient and clipping the laa. The patient made a full recovery from these events and has since been discharged from the hospital doing fine. It was further reported that the patient had a pericardial effusion with cardiac tamponade.